Manufacturer narrative:
Additional information: the raw data files provided by the customer were evaluated. The raw data files provided have immature gran flags, but they are negatives according to the manual reference. The histograms show relatively large, elongated neutrophil populations, high volume events and some of neutrophil events that have low op and lal's values. The cause of the abnormal looking patterns for negative samples cannot be determined with the provided information. (B)(4).

Event description:
The customer reported that there were multiple hemoglobin ( hgb) blank shift errors generated on samples run on the dxh800 instrument. The customer stated that there were false left shift errors messages occurring on 2 out of 50 samples run on the instrument. The customer stated that the manual differential was review and the samples were verified on another instrument. There were no abnormalities found on the slides, indicative of a left shift flag.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the hgb cuvette and hgb vent chamber tubing. He did not find any instrument malfunction that may have contributed to the diff flagging issues. (B)(4).